Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about seven years. A request was made to have a data analysis from this implantable device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service. No adverse patient effects were reported.additional information received indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about seven years. A request was made to have a data analysis from this implantable device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about seven years. A request was made to have a data analysis from this implantable device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This pacemaker remains in service. No adverse patient effects were reported. Additional information received indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.